Manufacturer narrative:
Initial reporter phone number: (B)(6). The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds and a spyglass ds controller were used during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, two spyscope devices did not work as intended. The spyscope image showed 3 waiting dots on a black screen. After a few seconds, the usual spy picture appeared; but sometimes it switches to black waiting dot screen. It was also reported that the light display falls out sometimes. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.